Event description:
Information received indicates the ground resistance reading was high on the bed.

Manufacturer narrative:
The technician found that the ac power cord plug was not visibly damaged, but after replacing it, the high ground resistance was no longer present.